Manufacturer narrative:
On 03/11/2019, mentor received additional information about the suspect medical device. It is a mentor smooth round moderate plus profile 300cc saline breast prosthesis, catalog #3502300, lot #6685047, UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 03/28/2019, mentor completed the investigation on the suspect medical device. The device was received with no fluid. No foreign material was observed within the device or on the shell surface. During evaluation the device appeared intact. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device) when the right device deflated after implantation. There was a spontaneous deflation of the right breast prosthesis. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with a mentor smooth round moderate plus profile 400cc saline breast prosthesis and a mentor smooth round moderate plus profile 300cc saline breast prosthesis on (B)(6) 2019. This medwatch report is for the left breast prosthesis.